Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported the patient was prescribed an unknown oral antibiotic started on an unknown date due to discharge and granulation tissue in the peg area. The patient has had improvement. Duodopa use continues.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5, d6a. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes.